Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07129. Related manufacturer reference number: 2017865-2020-07131. It was reported that the patient presented to hospital due to unknown reasons. Upon performing a blood culture test, it was noted that the patient had an infection. The pacemaker and leads were explanted but not replaced. The patient was in stable condition during and after the procedure.